Event description:
It was reported that the screw broke during the procedure, however, all the parts were removed from the patient. No patient injuries were reported.

Manufacturer narrative:
One sterile 7207679 8x30mm biorci-ha screw returned. The procedure was only listed as ¿surgery¿. This occurred during 2017. Communications requesting details yielded minimal information. Dimensional inspection verifies that this is an 8x30mm product. The complaint indicated ¿it was reported that the screw broke during the procedure, however, all the parts were removed from the patient.¿ the screw is in poor condition. It has pressure fractures on the distal end. There is approximately 14mm of material absent. This portion was not returned. The physical condition indicates difficulty with proper insertion. IFU recommendations say: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion.¿ and ¿excessive force should not be placed on the delivery instrument.¿ no root cause related to the manufacturing of this device was confirmed. No further investigation is warranted.

Manufacturer narrative:
Due to no product was returned, the complaint could not be confirmed. Evaluation and investigation were not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate.